Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 486 mg/dl. The customer treated with syringe. The customer had infection issues with his infusion set. Customer declined to troubleshoot for high readings. The product was not returned for analysis.